Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device was found to have met specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. This is the first event reported for this lot number to date. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample and no images were provided for eval. Therefore, the reported problem could not be reproduced and the eval was closed with inconclusive results. Potential factors that could have led or contributed to the event reported have been evaluated. However, based on the info available a definite single root cause for the premature deployment could not be determined. The IFU supplied with this product states: "visually inspect the distal end of the stent sys to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." In this case it is unk if the customer inspected the device prior to use. Furthermore the IFU states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used."

Event description:
It was reported that during a vascular stent procedure, the stent became prematurely deployed approx 2 mm while crossing the iliac bifurcation. The product was exchanged over the wire for another stent that was deployed successfully. There is no reported pt injury.